Event description:
Manufacturer's clinical specialist reports that under specific circumstances hi/lo heart rate alarms on ECG telemetry system do not function. Investigation by MFR determined event to be software related. This issue will be resolved with a software upgrade. No adverse pt outcome reported.